Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant a21 alarm due to faulty component on the mother board. However, the insulin pump passed displacement test, operating currents, self test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump would restart itself. The customer also reported their insulin pump alarming. Customer's blood glucose was 216 mg/dl. The customer was advised to replace the insulin pump. No additional information provided.